Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, an aortic valve replacement procedure was performed and this 23 mm sjm epic valve was implanted. On an unknown date, the valve was explanted due to aortic insufficiency. An edwards perimount magna ease valve (size unknown) was implanted.

Manufacturer narrative:
(B)(4). The results of this investigation concluded cusps 1 and 2 contained tears. There was circumferential fibrous pannus ingrowth on the inflow surface of all three cusps with narrowing of the inflow diameter. No acute inflammation or significant calcifications were observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, tears, and pannus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.